Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye in a secondary procedure due to improper diopter power for the patient. The iol was replaced with a new lens. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed. Lens had some surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. The lens condition is consistent with a lens that has been explanted from the patient's eye. Diopter measurement for the lens was conducted. Optical inspection results showed that the lens corresponded to a 19.5 diopter of a za9003 lens model, which is within specification. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.